Event description:
It was reported blood return in the whole catheter with no explanation so the catheter had to be taken out. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of bleedback though the catheter was inconclusive because the failure mode cannot be reproduced in the laboratory setting. The product returned for evaluation was a 4fr s/l powerpicc solo catheter. Microscopic examination was done down the bore or the luer adaptor hub, in order to view the solo valve. A piece of red residual material was seen on the valve. The catheter was patent to infusion and no leaks were detected in the catheter. The catheter could be aspirated per design. The catheter was filled with water and the solo hub was held at a position below the catheter length. The position of the hub in relation to the fluid applied pressure to the valve. No leaks were seen emanating through the valve. After functional testing was completed, microscopic examination of the valve was repeated. The residual material was no longer found on the valve and the valve appeared unremarkable to microscopic examination. There were no tears visible in the valve and the valve edges closed tightly against each other. No valve deformity, damage or disfunction were observed during evaluation of the returned sample; however, the clinical use conditions could not be replicated, and the valve crack pressure could not be measured. Consequently, this complaint is inconclusive at this time. It is possible that material had become caught in the valve, holding it in the open position. As per the supplemental instructions for use, ¿to reduce potential for blood backflow into the catheter tip, always remove needles or needleless caps slowly while injecting the last 0.5 ml of saline.¿

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy0101 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported blood return in the whole catheter with no explanation so the catheter had to be taken out. No other information was provided.